Manufacturer narrative:
All available information was investigated and the reported activation failure (inability to deploy the clip) could not be replicated in a testing environment due to the clip returned detached. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to deploy the clip. The tissue injury appears to be due to troubleshooting maneuvers of the inability to deploy the clip. The hypotension was due to the tissue injury. Tissue injury and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported delay to treatment/therapy, hospitalization, and surgical intervention were results of case specific circumstance as open-heart surgery and mitral valve replacement were performed which caused clinically significant delay and prolonged hospitalization. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4+. After two grasp attempts and a reduction to trace mr, during final deployment of the xtw clip, the clip failed to separate from the delivery catheter. There was no unique anatomy, and the clip delivery system (cds) was at a reasonable curve angle. The actuator knob was turned more than 8 times. The gripper line was manually removed with no issue, but the clip would not deploy. Troubleshooting was attempted for a while. During troubleshooting, the posterior leaflet was observed to tear, and blood pressure was noted to drop to the 50¿s range. The steerable guide catheter (sgc) and cds were taken out of the stabilizer and were laid on the patient. As the device could not be deployed, the patient underwent an open-heart surgery. Once the heart was open, it was noticed that the clip was deployed, which was thought to be due to the sgc and cds being moved from the stabilizer and laid on the patient. The sgc and xtw clip were removed, and a mitral valve replacement was completed. This has reportedly caused clinically significant delay and prolonged hospitalization. The patient is reported to be stable, extubated, and responsive. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4+. After two grasp attempts and a reduction to trace mr, during final deployment of the xtw clip, the clip failed to separate from the delivery catheter. There was no unique anatomy, and the clip delivery system (cds) was at a reasonable curve angle. The actuator knob was turned more than 8 times. Troubleshooting was attempted for a while. During troubleshooting, the posterior leaflet tore and blood pressure was noted to drop to the 50¿s range. As the device could not be deployed, the patient was sent to surgery where the steerable guide catheter (sgc) and xtw clip were removed, and a mitral valve replacement was completed. This has reportedly caused clinically significant delay and prolonged hospitalization. The patient is reported to be stable, extubated, and responsive. No additional information was provided.